Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedance values. An alert for high, out of range shock impedance was triggered. The health care professional caller mentioned that the rv lead was already programmed to meet the eptfe advisory recommendations of 41j and init. It was also suggested to interrogate with programmer to reset alert and change shock impedance alert to 150 ohms. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.